Event description:
It was reported that tandem pump experienced malfunction message 199 in tandem source, with malfunction codes 16 and 0x20eg displayed and no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions from technical support on placing pump into storage mode, programming settings, and reconnecting continuous glucose monitor to replacement pump, and was sent in-warranty replacement pump with instructions to return malfunctioning pump using prepaid label within 10 days.